Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The defibrillator reportedly failed to deliver energy during a resuscitation attempt. Another defibrillator was made available and used to administer treatment to the patient. The patient was not resuscitated.